Event description:
It was reported that the barrels of 10 bd ultra-fine¿ insulin syringes were bent. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "orange foreign matter on the needle surface, the body of the syringe is bent"

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jul-2023 h6: investigation summary a complaint lot history check was performed on lot # 1347568 for barrel bowed. Customer returned (10) 1ml 31ga 6mm syringes loose. All the returned samples visually examined and observed four deformed syringes. A review of the device history record was completed for batch# 1347568. All inspections were performed per the applicable operations qc specifications. H3 other text : see h10.

Event description:
It was reported that the barrels of 10 bd ultra-fine¿ insulin syringes were bent. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "orange foreign matter on the needle surface, the body of the syringe is bent".